Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a plausible fracture during a review of clinical data. Information received from the explanting facility indicated that the lead was explanted and replaced due to a system upgrade. No patient complications have been reported as a result of this event.